Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, creases fold, white particle in the shell, wear abrasion and deformation. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No calcification was observed. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional reported "capsular contracture" baker grade IV and "peripheral calcification" against left device. The device has been explanted.